Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The monopolar curved scissors (mcs) instrument was analyzed, and the findings did not replicate or confirm the customer reported event. The instrument was tested on an in-house system. The instrument passed the recognition and engagement tests. The instrument moved intuitively with full range of motion in all directions. The blades opened and closed properly. Additional observations not reported by site: the instrument was found to have the nose cover dislodged at the top of the chassis. The instrument was found to have one or more of the housing snaps broken. The broken pieces were returned, measuring roughly 4.82mm x 5.28 in size. The housing snaps are located within the proximal end of the instrument and secure the housing to the instrument chassis. Components adjacent to the broken snaps do not show damage. The probable root cause of the customer reported complaint is not determinable since the issue was not confirmed or reproduced. Issues related to instrument errors or complications using the instrument reported by the user with no underlying product issue may be related to customer-induced problems, including misuse and recognition issues. The failure analysis investigations and in-house testing of the returned instrument revealed no issues related to the customer reported issue. This issue can be resolved by using an alternate instrument to complete the procedure.

Event description:
It was reported that during a da vinci-assisted urology surgical procedure, the 6mm monopolar curved scissors (mcs) instrument was not moving correctly. The procedure was completed with no reported injury.